Event description:
It was reported that patient had revision on a hip due to dislodge of acetabular shell. Update per sales rep: sales rep clarified that the patient is diagnosed with multiple sclerosis and is prone to falling. The patient fell on his hip and the acetabular shell as a result became malpositioned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.